Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Only the imaging widow detached in the lapjoint section. The imaging widow was detached, it was possible to observe a broken driveshaft, moreover the imaging window was twisted. Microscopic inspection revealed a broken driveshaft was observed. The guidewire exit port was damaged. Imaging window twisted.

Event description:
It was reported that the catheter became separated and twisted. A contralateral approach was taken to access the common femoral artery, targeting a lesion with 90% stenosis. The lesion was situated in a segment of the artery that exhibited moderate tortuosity and severe calcification. During the procedure, abnormal resistance and twisting were noted upon initiating device pullback. The removal of the catheter was immediately halted. Although an attempt was made to withdraw the catheter, it became stuck at the lesion and could not be retrieved. Subsequently, the catheter was forcibly pulled, resulting in a breakage, with a portion of the catheter remaining inside the body. A cardiovascular surgeon intervened, cutting and removing the retained fragment. The procedure was cancelled, and no patient complications were reported.

Event description:
It was reported that the catheter became separated and twisted. A contralateral approach was taken to access the common femoral artery, targeting a lesion with 90% stenosis. The lesion was situated in a segment of the artery that exhibited moderate tortuosity and severe calcification. During the procedure, abnormal resistance and twisting were noted upon initiating device pullback. The removal of the catheter was immediately halted. Although an attempt was made to withdraw the catheter, it became stuck at the lesion and could not be retrieved. Subsequently, the catheter was forcibly pulled, resulting in a breakage, with a portion of the catheter remaining inside the body. A cardiovascular surgeon intervened, cutting and removing the retained fragment. The procedure was cancelled, and no patient complications were reported.